Event description:
It was reported to philips that the device is failing co2 calibration. There was no patient involvement.

Manufacturer narrative:
The bench technician found, the device was out of co2 calibration. The device was calibrated for co2. And passed testing. The device ready to be returned to the customer.